Event description:
It was reported that during a procedure at c5-c6, as the surgeon was using the extraction screwdriver to loosen a screw in order to reposition it, the tip of the screwdriver snapped off in the head of the screw. The surgeon removed the screw with another screwdriver and completed the procedure with no adverse effect to the patient. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and one nonconformance was generated because the overall product length was oversized. The supplier certifications indicated that the correct material was used and correct hardness values were obtained. This complaint is indeterminate from a device history standpoint. The device was received for a product development event evaluation. It has been determined that the load necessary to break that part of the instrument will most likely be seen in misuse of the product. The material of the internal shaft of the extraction screw was changed as a result of an internal corrective action in order to increase the strength and ductility of the shaft to help prevent issues resulting from excessive side loads occurring from this misuse. This lot was manufactured prior to the change; therefore, no further evaluation is needed. Training and technique guides also emphasize the proper technique, and it is still possible to remove all screws and the plate after a shaft is broken inside one of the screws. This complaint is valid from a design standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)